Event description:
A facility representative reported that during intraocular lens (iol) implant procedure the lens was stuck in the cartridge. There was a patient contact involved. A new lens was then inserted in patient's eye. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).